Manufacturer narrative:
Concomitant medical products: 6947m62 lead, 383059 lead, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device inappropriately withheld therapy during atrial tachycardia detection. The patient then received inappropriate anti tachycardia pacing therapy and shock from their implantable cardioverter defibrillator (ICD) due to p-wave undersensing on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.